Manufacturer narrative:
Concomitant medical product: c6tr01 crt-p; 4968-25 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead measured high bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.